Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding/abnormal bleeding(general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder problems"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (plantiff underwent hysterectomy with removal of the essure/total hysterectomy (uterus and cervix rem). Essure was removed in 2014. At the time of the report, the genital haemorrhage, bladder disorder, anxiety, depression, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received with her demographic details were updated. Product indication updated. Reporter added. Following events were added: abnormal bleeding (vaginal), menorrhagia and bladder or urinary problems or changes. Event clubbed: abnormal, heavy bleeding/abnormal bleeding(general). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal, heavy bleeding/abnormal bleeding(general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder problems"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmennorhea (cramping)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (plantiff underwent hysterectomy with removal of the essure/total hysterectomy (uterus and cervix rem). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, bladder disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; dysmennorhea (cramping), metorhagia (bleeding b/w periods) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal, heavy bleeding/abnormal bleeding(general)'), cerebrovascular accident ('blood or heart disorder/condition type: strokes'), neoplasm malignant ('tumor / teratoma / cancer type: cancer') and autoimmune disorder ('autoimmune disorder type of disorder: no immune system') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included hydromorphone, rivaroxaban (xarelto) and warfarin. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("bladder or urinary problems or changes"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and pain in extremity ("feet pain/ legs pain"). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent hysterectomy with removal of the essure/total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, cerebrovascular accident, neoplasm malignant, autoimmune disorder, bladder disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, metrorrhagia, mood swings, migraine, fatigue, alopecia, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, bladder disorder, cerebrovascular accident, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, mood swings, neoplasm malignant, pain in extremity, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, 2008 discrepancy noted in removal dates: 2013, (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; on an unknown date: bilateral occlusion. X-ray - in 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events - hormonal changes describe: mood swings, autoimmune disorder type of disorder: no immune system, migraines / headaches, blood or heart disorder/condition type: strokes, tumor / teratoma / cancer type: cancer, abdomen pain, legs pain, feet pain, fatigue, hair loss were added. Reporter's information, patient demography, concomitant condition, concomitant drugs, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plaintiff underwent hysterectomy with removal of the essure). Essure was removed in 2014. At the time of the report, the genital haemorrhage, bladder disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.